Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation did not show the presence of anchors, both anchors were deployed and noticed the cannula is bent. The most likely cause of this event is excessive force causing the cannula bent. The cause remains misuse.

Event description:
On 12/9/20222, it was reported by a arthrex employee via email that an ar-4501 meniscal cinch ii, both first and second anchors, pulled out while tightening the sutures. This was discovered during a meniscal repair procedure on (B)(6) 2022. Case was completed by removing both anchors and using with a new ar-4501 meniscal cinch ii.